Event description:
This is a known detectable button artifact. The images were reviewed by the physician and was recognized as the button artifact. There was no misdiagnosis nor treatment provided.

Manufacturer narrative:
On october 21, 2008, philips healthcare was able to evaluate the CT scanner and determined that the upgraded tiled dms resolved the button artifact issue on this scanner. No death or serious injury has occurred and no malfunction has occurred which is likely to cause a death or serious injury. Therefore, we request that this MDR be removed from the official record. Updated MDR is submitted on 21-oct-08. Below is the original submission. Philips healthcare was not able to complete it's evaluation of the CT scanner at the time of this report due to the unavailability of equipment at the customer's site. Further evaluation will be conducted and an updated MDR will be submitted upon philips healthcare completing its investigation.